Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon ruptured. The lesion being treated was 90% stenosed with moderate calcification in an average tortuous proximal left anterior descending artery (lad). After implantation of a non bsc stent, a 3.5 x 15 mm quantum maverick mr balloon was used for dilatation. On the first inflation, the balloon was inflated for about 10 sec and ruptured at 14 atms. When the balloon was through the stent, the physician met a little friction. The balloon was visible under fluoroscopy. The balloon was removed intact. The procedure was completed with a different device. The pt status is listed as good.

Manufacturer narrative:
The complaint device was not returned therefore prod analysis was not possible. Without an analysis of the complaint device, it was not possible to determine if any device anomalies existed that may have contributed to the reported difficulties. The exact cause of the reported event could not be determined. The root cause will be documented as operational context because of the likelihood that the pt anatomy contributed to the reported event. The mfg records for this batch were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications prior to shipment. A CAPA has been initiated to address this issue.